Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated with in-house retain testing of triage sob t14491n with an in-house calibrator. No issues with tni recovery were observed, the lot performed as expected. Reviewed the batch record for triage sob lot t14491n. The lot met all final release specifications. No issues with tni recovery were observed.based on the information available, there is no indication of a product deficiency and no corrective action is required. The case details were reviewed along with the complaint history of this product for the reported failure mode; no issues were identified. Based on the information available, there is no indication of a product deficiency an no corrective action is required.

Event description:
Event occurred in germany. Discrepant results on patient 1: occurred on 1/30/2024 patient 1: 79 year old male. Triage sob troponin I vs lab tnt (high sensitivity troponin t on either cobas pure or cobas pro) patient was symptomatic. Final diagnosis: acute coronary syndrome with stenting. Patient also got nstemi.